Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. The device was removed using the safety release button per the instructions for use. After the device was removed from the patient's artery, it was found that the clip remained in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was fully clip deployed; however, the clip was not returned with the device. The safety release button was found pushed inward and not visible at the window. Internal examination found the safety release rod was also found pushed inward out of the retaining tabs. This is an observation and not a failure mode of the device as the safety release was used in an attempt to remove a stuck device. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. The locator wings were found to be bent, indicating that distal forces were applied to the locator wings during thumb advancement. The bent locator wings were prevented from collapsing proximally into the tube set. Tissue compressed between the distal end of the tubes and behind the open locator wings during thumb advancement is the most probable cause for the bent locator wings, mislocated clip and reported stuck device. It is unknown if the patient anatomy was a contributing factor in the event. No manufacturing or quality inspection issues were detected. A review of the history record for this device did not produce any findings relevant to this report.